Event description:
During evaluation of a returned spectrum iq infusion pump, the device had keypad malfunction. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had keypad malfunction. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be soft key #2 was worn out, torn from misuse and not working. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.